Event description:
Customer reported being hospitalized due to high blood glucose level. Customer also reported that the driver arms are so loose that the pump will no longer actually push against reservoir and deliver insulin.